Manufacturer narrative:
Additional narrative: this device is used for treatment and not diagnosis. The manufacturing evaluation, visual inspection report stated: as received, the plate was broken into two separate pieces with the break through the second shaft hole from the t-plate head. Not all relevant dimensions could be verified due to damage (broken) part. All dimensions that could be verified were conforming. Since all relevant dimensions could not be verified, this complaint is deemed to be indeterminate.

Event description:
It was reported that a canine broke his leg and was originally plated on(B)(6) 2013. The surgeon cut an 8-hole t-plate and implanted it using only 5 holes. No cast was applied over the plated area. The canine was restricted with gates and prevented from stairs as suggested, but on 12/21/2013 was having difficulty walking. The canine was returned to the vet and it was determined that the plate had broken at the second hole from the top. The plate was removed. It is unknown if all of the screws were completely removed. The breakage area was treated with two new plates, one plate over the other for reinforcement purposes. The manufacturer of the two new plates is unknown. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: additional information: the part returned for inspection; the evaluation is pending. Placeholder.

Manufacturer narrative:
Additional narrative: this device is used for treatment and not diagnosis. Additional information: x-rays available/provided. Placeholder.